Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (planned hysterectomy to remove the essure on (B)(6) 2018). At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2018, plaintiff is scheduled for a hysterectomy to remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abdominal pain lower ("severe lower abdominal pain/ cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, cesarean section and premature delivery. Surgical pathology report specimens received: left fallopian tube segment, right fallopian tube segment. Final pathology: left fallopian tube completed transected segment of fallopian tube. Right fallopian tube segment: fibromuscular connective tissue with serosal adhesions and cystic walthard cell rests, no fallopian tube identified. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses/abnormal bleeding (menorrhagia),"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and nausea ("nausea"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ mid-lower back pain"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal discharge ("irregular vaginal discharge"), fatigue ("fatigue/excessive fatigue"), headache ("headaches"), migraine ("migraines"), pelvic pain ("pain"), dry eye ("dry eyes"), vision blurred ("blurred vision") and pain in extremity ("calf muscle on both legs") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced night sweats ("night sweats") and decreased appetite ("decreased appetite"). In (B)(6) 2016, the patient experienced dysgeusia ("allergic /hypersensitivity reaction: nickel taste"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and skin disorder ("small bumps on arms and legs"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced trichomoniasis ("trichomoniasis"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain"), rash ("rash") and scar ("scar tissue"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;chromium;colecalciferol;copper;cyanocobalamin;folic acid;iodine;iron;magnesium;manganese;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;selenium;thiamine hydrochloride;tocopherol;zinc (multivitamin), ethinylestradiol;norgestimate (sprintec), hydrocodone, metronidazole benzoate (flagyl), naproxen, paracetamol (tylenol 8 hour), vitamins nos and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, urinary tract disorder, tooth disorder, night sweats, fungal infection, bacterial vaginosis, trichomoniasis, headache, migraine, pelvic pain, decreased appetite and scar outcome was unknown, the abdominal pain lower, genital haemorrhage, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, dysgeusia, bladder disorder, fatigue, nausea, skin disorder, dry eye, vision blurred, weight decreased, pain in extremity, abdominal pain upper, abdominal pain and rash had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, rash, scar, skin disorder, tooth disorder, trichomoniasis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, plaintiff is scheduled for a hysterectomy to remove the essure devices. Discrepancy noted in date of insertion- (B)(6) 2018. Insertion details-tubal ostia visualized, essure deployed. Four coils were remaining diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. X-ray - in (B)(6) 2015: ; in 2017: coils were in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs+mr received- lot number added. New events perforation (uterus), abnormal bleeding (general), abnormal bleeding (vaginal), allergic /hypersensitivity reaction: nickel taste, bladder problem, urinary problem, dental problems, fatigue, night sweats, bacterial vaginosis, yeast infection, trichomoniasis, migraines, headaches, nausea, nickel allergy, pain, small bumps on arms and legs , blurred vision, dry eyes, weight loss, calf muscle on both legs , decreased appetite, stomach pain, abdominal pain, rash scar tissue were added. Outcome of abdominal pain lower, back pain, dyspareunia, vaginal discharge, alopecia, menorrhagia updated to recovered / resolved. New reporter, patient information, treatment and concomitant medication, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abdominal pain lower ("severe lower abdominal pain/ cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, cesarean section and premature delivery. Surgical pathology report specimens received: left fallopian tube segment, right fallopian tube segment. Final pathology: left fallopian tube completed transected segment of fallopian tube. Right fallopian tube segment: fibromuscular connective tissue with serosal adhesions and cystic walthard cell rests, no fallopian tube identified. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses/abnormal bleeding (menorrhagia),"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and nausea ("nausea"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ mid-lower back pain"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal discharge ("irregular vaginal discharge"), fatigue ("fatigue/excessive fatigue"), headache ("headaches"), migraine ("migraines"), pelvic pain ("pain"), dry eye ("dry eyes"), vision blurred ("blurred vision") and pain in extremity ("calf muscle on both legs") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced night sweats ("night sweats") and decreased appetite ("decreased appetite"). In (B)(6) 2016, the patient experienced dysgeusia ("allergic /hypersensitivity reaction: nickel taste"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and skin disorder ("small bumps on arms and legs"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced trichomoniasis ("trichomoniasis"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain"), rash ("rash") and scar ("scar tissue"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;chromium;colecalciferol;copper;cyanocobalamin;folic acid;iodine;iron;magnesium;manganese;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;selenium;thiamine hydrochloride;tocopherol;zinc (multivitamin), ethinylestradiol;norgestimate (sprintec), hydrocodone, metronidazole benzoate (flagyl), naproxen, paracetamol (tylenol 8 hour), vitamins nos and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, urinary tract disorder, tooth disorder, night sweats, fungal infection, bacterial vaginosis, trichomoniasis, headache, migraine, pelvic pain, decreased appetite and scar outcome was unknown, the abdominal pain lower, genital haemorrhage, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, dysgeusia, bladder disorder, fatigue, nausea, skin disorder, dry eye, vision blurred, weight decreased, pain in extremity, abdominal pain upper, abdominal pain and rash had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, rash, scar, skin disorder, tooth disorder, trichomoniasis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, plaintiff is scheduled for a hysterectomy to remove the essure devices. Discrepancy noted in date of insertion- (B)(6) 2018. Insertion details-tubal ostia visualized, essure deployed. Four coils were remaining . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. X-ray - in (B)(6) 2015: ; in 2017: coils were in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs+mr received- lot number added. New events perforation (uterus), abnormal bleeding (general), abnormal bleeding (vaginal), allergic /hypersensitivity reaction: nickel taste, bladder problem, urinary problem, dental problems, fatigue, night sweats, bacterial vaginosis, yeast infection, trichomoniasis, migraines, headaches, nausea, nickel allergy, pain, small bumps on arms and legs , blurred vision, dry eyes, weight loss, calf muscle on both legs , decreased appetite, stomach pain, abdominal pain, rash scar tissue were added. Outcome of abdominal pain lower, back pain, dyspareunia, vaginal discharge, alopecia, menorrhagia updated to recovered / resolved. New reporter, patient information, treatment and concomitant medication, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (planned hysterectomy to remove the essure on (B)(6) 2018). At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2018, plaintiff is scheduled for a hysterectomy to remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.